Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the battery cap threads were stripped. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.